Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the anchor floated, grasped with a grasper [forceps], retrieved outside the joint and confirmed it was damaged. Probable root cause: design - dimple retaining feature does not retain implant or retains implant with excessive force - needle/implant stack up interference - stack up interference for deployment length/width - stack up interference for component size/diameter - stiffener feature distorted and retains implant with excessive force - inadequate handle assembly design - inadequate raw material - needle bend angle too large process - dimple retaining feature not manufactured to specification - implant anchor or needle not manufactured to specification - stiffener not manufactured to specification application - user not familiar with device use. The failure mode will be monitored for future reoccurrence. Mfg date: the device manufacturer date is not known.

Event description:
It was reported that the anchor broke. All broken pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchor broke. All broken pieces were retrieved.